Event description:
It was reported that this was a vessel closure of an unknown vessel using a starclose se after a peripheral popliteal procedure with a small hole sheath. Reportedly, there was a problem splitting the exchange sheath. The metal cutter was outside the sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible one of the garage leaves became bent during step 2. The cutter stays inside the sheath and only initiates the sheath split when the hub of the sheath is snapped into place. A steep angle of the guide is also possible as that will directly force the sheath into a garage leaf. However, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.